Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels. The patient felt sick and was unresponsive. The blood glucose result was "hi" on the patient's meter. The patient went to the hospital and his blood glucose result was "1000 mg/dl" from the lab in the hospital. The patient was treated with insulin and he is currently in the intensive care unit. The infusion device was requested to be returned for product evaluation.